Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins was switching off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient services (pss) received call from patient stating when they open the dbs therapy app, they are seeing a 1716 (invalid settings) error message. Prior to seeing this error message last night, the patient stated that he saw his nurse assistance and they checked the implantable neurostimulator (ins). The patient thought that might have had something to do with the error message they were seeing pss reviewed error message with patient and redirected to healthcare provider (hcp). No symptoms reported. Additional information received from the consumer reported they were getting the error message when trying to connect the communicator with the implant. After the issue occurred the patient met with their physician who did some programming to the implant and the issue resolved. Additional information was received reporting that there was error code 1716. The patient noted increased tremor and slowness with the dbs off. Clinical diagnosis was worsened parkinson's disease (pd) symptoms. The physician examined the error code, checked impedances, and battery. There was no error or abnormal readings. Physician was unsure if there was interaction with another dbs device or magnet contact. The event resolved without sequelae on (B)(6) 2023. Interventions included reprogramming, selected group c and turned on therapy.